Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device alarmed for twenty-three ¿occlusion fluid-side¿ alarms which the user could not resolve; the bag and drip chamber were full and the tubing appeared normal and not kinked. There was a resulting interruption of a levophed infusion for 10 minutes. The patient went into ventricular tachycardia rhythm and had to be resuscitated. The facility biomed reviewed the error log and noted that the pump module "had various pressure sensor malfunctions since its implementation in 2015, but none recorded on the day or month of the incident." The biomed suspects an intermittent issue with the upper pressure sensor.

Event description:
The levophed infusion was 250ml.

Manufacturer narrative:
The customer¿s report of twenty three occluded fluid side alarms was confirmed via log analysis but the event could not be duplicated during the investigation. The pump module error log had no recordings on the reported incident date, or during all of (B)(6) 2017. The error log showed multiple prior recordings of error code 240.4150.5 which is a log only entry associated with the upper pressure sensor having momentary high voltage which did not breach the threshold limit for a channel error. It is not indicative of an intermittently malfunctioning pressure sensor. The pump module event log recorded that the device had been infusing most of the day with no fluid side occlusion alarms. The alarms began approximately five minutes after an air in line alarm in which the user had opened the door and safety clamp, closed the door, and restarted the infusion. Testing and inspection of the module identified no malfunctions. The upper pressure sensor¿s zero offset voltage was found to be within specification. The pump module did not alarm with false fluid side occlusion alarms, and it appropriately detected and alarmed for true fluid side occlusions. The incident disposable set was not returned for investigation. The root cause could not be identified.